Manufacturer narrative:
Complaint no: (B)(4). The patient was said to have developed peritonitis on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and unspecified pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin (dose, route, frequency, and duration not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.